Event description:
Had a depuy duraloc liner hip 52m/28/m prosthesis which has failed. Locking ring has separated from the cup/ball area, and slipped down the shaft. Dr says this has happened to four other of his pts. Hip has dislocated, and dr has had to replace the unit. He has stopped using this prosthesis due to these probelms. He is not going to replace this unit, at this time as pt is still recovering from a total hip replacement on the other hip at this time. Needless to say pt is very concerned as pt has had two previous hip dislocations, and it is extremely painful, not to mention the anxiety of the possibility that it might happen when pt is out of the area on vacation, and not near hmo.